Manufacturer narrative:
Upon review, manufacturer device report number 1220648-2025-26906 was found to be a duplication of manufacturer device report number 1220648-2024-18610. Please refer to manufacturer device report number 1220648-2024-18610 for information.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 79-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, purge pressure high alarm and purge system block alarm was present. Tissue plasminogen activator (tpa) protocol from the facility¿s previous experience with an alarm was initiated and seven hours later, the alarm was still present. The pump was removed and replaced. The patient survived the explant.